Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing left forehead pain which was located at the site of the supraorbital lead and swelling over the left eye with possible infection which was not device related. It was also noted that the occipital lead site showed mild erythema without drainage or significant tenderness with palpation. The patient was prescribed antibiotics and underwent a revision procedure. The patient was doing well postoperatively.